Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports kerrison broke during surgery. On (B)(6) 2016 nurse reports tip of kerrison broke off in patients disc space during micro-discectomy. Took multiple attempts and x-rays to find the tip in the patient." Per the surgeon: "was taking lamina off of l4, medial to lateral, took two bites of thin bone and it broke up under midline spinous ligament, tip of kerrison retrieved and identified under microscope by surgeon. No harm done. The kerrison had minimal usage.

Manufacturer narrative:
On 7/13/16 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis: a kerrison rongeur was returned showing no unusual markings, and the tip broken off. The complaint report is confirmed. Device history evaluation: nonconforming product report / nonconforming material report history: none variance authorization / deviation history: no variance authorization/deviation history reported at this time. Engineering change order/manufacturing change order history: no applicable engineering change orders or manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause has not been identified as a workmanship or material deficiency.